Event description:
It was reported that the right ventricular (rv) lead showed high thresholds on the transmission that was sent. The physician called the patient for a follow up visit. At the visit the lead was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).